Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to reaching elective replacement indicator (eri). There were no allegations against the device at the time of explant. The device was returned to boston scientific.